Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of embedded device ("coiled metallic wires embedded within the cornual tube") and pelvic pain ("persistent pelvic pain") in a 31-year-old female patient who had essure (batch no. 927094) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiparous. Concurrent conditions included chest pain, right upper quadrant pain, choledocholithiasis, gallstones, cholecystitis, low back pain, swelling, polycystic ovaries, morbid obesity, irregular periods, chronic cervicitis and lower abdominal pain. Concomitant products included paracetamol (acetaminophen). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual bleeding"), depression ("depression"), anxiety ("mental anguish"), migraine ("migraines"), headache ("headaches") and arthralgia ("hip pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and cystoscopy) and surgery (hysterectomy with bilateral salpingectomy and cystoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, pelvic pain, menstrual disorder, depression, anxiety and migraine outcome was unknown and the vaginal haemorrhage, menorrhagia, headache and arthralgia had resolved. The reporter considered anxiety, arthralgia, depression, embedded device, headache, menorrhagia, menstrual disorder, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure implant date ((B)(6) 2012 and (B)(6) 2012). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: the essure device was successfully occluded; on (B)(6) 2012: total bilateral occlusion . Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia, vaginal bleeding. Most recent follow-up information incorporated above includes: on 30-jul-2018: plaintiff fact sheet and medical records were received. Events per pfs: abnormal bleeding (vaginal, menorrhagia), depression, mental anguish, migraines, headaches and hip pain. Event per mr: coiled metallic wires embedded within the cornual tube. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of embedded device ("coiled metallic wires embedded within the cornual tube") and pelvic pain ("persistent pelvic pain") in a 31-year-old female patient who had essure (batch no. 927094-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiparous. Concurrent conditions included chest pain, right upper quadrant pain, choledocholithiasis, gallstones, cholecystitis, low back pain, swelling nos, polycystic ovaries, morbid obesity, irregular periods, chronic cervicitis and lower abdominal pain. Concomitant products included paracetamol (acetaminophen). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual bleeding"), depression ("depression"), anxiety ("mental anguish"), migraine ("migraines"), headache ("headaches") and arthralgia ("hip pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and cystoscopy) and surgery (hysterectomy with bilateral salpingectomy and cystoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, pelvic pain, menstrual disorder, depression, anxiety and migraine outcome was unknown and the vaginal haemorrhage, menorrhagia, headache and arthralgia had resolved. The reporter considered anxiety, arthralgia, depression, embedded device, headache, menorrhagia, menstrual disorder, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure implant date ((B)(6) 2012 and (B)(6) 2012). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: the essure device was successfully occluded; on (B)(6) 2012: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia, vaginal bleeding. Most recent follow-up information incorporated above includes: on (B)(6) 2018: update of information (batch is invalid) (product technical complaint). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("coiled metallic wires embedded within the cornual tube"), pelvic pain ("persistent pelvic pain") and genital haemorrhage ("bleeding") in a 31-year-old female patient who had essure (batch no. 927094-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous. Concurrent conditions included chest pain, right upper quadrant pain, choledocholithiasis, gallstones, cholecystitis, low back pain, swelling nos, polycystic ovaries, morbid obesity, irregular periods, chronic cervicitis and lower abdominal pain. Concomitant products included medroxyprogesterone acetate (depo provera)(B)(6) 2012 to (B)(6) 2012 for birth control, desogestrel;ethinylestradiol (apri) from (B)(6) 2016 to (B)(6) 2017 for menstrual cycle management as well as cetirizine hydrochloride (zyrtec allergy) from (B)(6) 2013 to (B)(6) 2017, ibuprofen from (B)(6) 2012, oxycodone hydrochloride;paracetamol (percocet) from (B)(6) 2012, paracetamol (acetaminophen) and paracetamol (tylenol) from (B)(6) 2012 to (B)(6) 2017. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2017, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstrual bleeding"), depression ("depression"), anxiety ("mental anguish") and arthralgia ("hip pain"). The patient was treated with doxycycline and surgery (hysterectomy with bilateral salpingectomy and cystoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, menstrual disorder, depression, anxiety and migraine outcome was unknown and the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, headache and arthralgia had resolved. The reporter considered anxiety, arthralgia, depression, embedded device, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure implant date (B)(6) 2012 and (B)(6) 2012). Discrepancy noted in essure removal details: if you have not had your essure removed, are you currently planning for essure removal? No. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results: the essure device was successfully occluded; on (B)(6) 2012: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia, vaginal bleeding. Most recent follow-up information incorporated above includes: on 7-feb-2019: pfs received : event genital bleeding was added. Event outcome updated pelvic pain. Concomitant drug was added. Treatment drug was added. Product, patient & reporter information updated. Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstrual bleeding"). The patient was treated with surgery (underwent a partial hysterectomy). At the time of the report, the pelvic pain and menstrual disorder outcome was unknown. The reporter considered menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: the essure device was successfully occluded. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.